Manufacturer narrative:
Device evaluated by manufacturer. Company is awaiting return of the device from the customer.

Event description:
The company was notified on (B)(6) 2011, of a mitroflow valve (model lx, size 19mm, s/n (B)(4)) explanted on (B)(6) 2011, reportedly due to calcification. The field experience report form submitted for this case indicates that the health care professional is not reporting this as an adverse event, but is expressing a customer complaint. No clinical history for the patient is available at this time.